Event description:
Iyus catheter was inserted into lad. Did not receive image correctly. No harm to patient and ivus catheter was used to finish the case. Clinical site works directly with manufacturer rep regarding product return.